Manufacturer narrative:
B22, c20: no lot number was provided/available so no product history review was able to be conducted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, this patient underwent endovascular treatment of a 3.3cm abdominal aortic aneurysm (aaa), a 12cm right common iliac artery aneurysm (rciaa) with stenosis; and a 4.4cm left common iliac artery aneurysm with bilateral chronic occlusion of the internal iliac arteries (iia) with a severe rcia stenosis of the ostium. The patient was implanted with gore® excluder® conformable aaa endoprosthesis devices. Post implant of the excluder devices, the rcia stenosis was treated with balloon angioplasty with using an 8x20 noncompliant balloon followed by angioplasty using a 10x20 noncompliant balloon. Three gore® excluder® contralateral leg components (12x12, 12x10, and a 12x7) were then used to treat the rcia with intentional coverage of the occluded riia. Post implant of all evar devices there was a failure of the perclose device on the left requiring cutdown. An iliofemoral endarterectomy was performed and a dacron interposition graft was placed. After closure, the patient was noted to have a diminished pulse and a dissection was determined. The dissected area was then stented with two viabahn® vbx balloon expandable endoprosthesis which resolved the dissection and resulted and showed an excellent restoration of flow. The site reports that intraoperatively, the patient was transfused with 6 units packed red blood cell (prbc¿s). The patient tolerated the procedure. On post operative day 2 and 3, the patient received one unit prbc¿s to treat acute blood loss anemia. The site reports the patient remains hospitalized for monitoring. The physician reports the cause of the dissection was ¿clamping of artery for sheath removal¿.